Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Post-paced t-wave oversensing was noted on a stored egm. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that when the asymptomatic patient presented to the clinic for a subsequent follow-up visit, further episodes of post-paced t-wave oversensing were observed. The device was reprogrammed.

Event description:
New information received notes that during a subsequent follow-up, the post-paced t-wave oversensing continues to observe. The device was reprogrammed and remains implanted.